Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-07569. It was reported that the burr was stuck on rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ plus and a rotawire were selected to treat the target lesion. During procedure, it was noticed that the burr stalled and stopped rotating. The device was then removed from the patient; however, it was further observed that the wire and burr were stuck and difficult to remove. The procedure was completed with another of the same burr. No patient complications were reported and the patient's status is good.